Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: (B)(4)- finger removed from strip before strip had sufficient time to fill test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter to customer as no address on file.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. Home health nurse is calling on behalf of the customer. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the customer reported symptom of increased thirst; customer did not need medical attention at the time of the call. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 374 mg/dl using truetrack meter. The product is stored according to specification at room temperature (location not disclosed). The test strip lot manufacturer's expiration date is 02/25/2020 and open vial date is (B)(6) 2017. Customer was using correct test strips for meter. The meter memory was not reviewed for previous test result history.